Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hardware removal tendon transfer procedure on (B)(6) 2019 and suture was used. The needle detached during suturing. The procedure was completed with this same suture material using much slower pass through and pulling of suture. It took longer to close incision due to extra precaution used to keep needle from detaching. No adverse patient consequences reported.